Event description:
Adverse event(s): "patient was not harmed" (no consequence or impact to patient). Product problem(s): "the consistency was sluggish and thick" (difficult to advance). A nurse reported that at the beginning of the surgery, the consistency of the viscoelastic was normal. Later during the lens implantation, the consistency was sluggish and thick. The nurse stated that they changed to a new box and had to change the cannula several times. She reported that the patient was not harmed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. However, one almost empty syringe was received and no further investigation on the content is possible. A functionality test was performed during the blistering operation, the result was satisfactory. The expel force of the syringes was within specification. There have been one other complaint reported in the lot number. Additional information was requested. (B)(4).